Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were offline. A field service engineer found all storage spaces offline while the comm sled remained operational. The issue was traced to a malfunctioning power supply within the cabinet. A new service appointment was scheduled to address and resolve the power supply issue. The station lights appeared normal. The fse powered down all equipment and verified that all cables were properly seated. Power cables were inspected and confirmed to be correctly plugged in. After rebooting the all-in-one system and the cabinet, the application no longer displayed the drawer's disconnected icon. Medbank customer support was contacted and remotely accessed the system to test the drawers. All drawers were found to be functioning correctly. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had drawers that were offline. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.